Manufacturer narrative:
Analysis of the ins (s/n (B)(4)) found no anomalies. Analysis of the lead (l/n va0wb4t), found conductors #0 and #2 on the proximal segment were shorted under connector #0. A proximal segment functional test found: circuit #0 = 38.8 ohms circuit #1 = 38.9 ohms circuit #2 = 42.1 ohms circuit #3 = 43.0 ohms circuits #0 and #2 were shorted one conductor on the distal segment was broken 4.7 cm from the distal end. Two conductors on the distal segment were broken 4.4 cm from the distal end. A distal segment functional test found: circuit #0 = open circuit #1 = open circuit #2 = open circuit #3 = 99.9 ohms from the proximal end circuit #3 was shorted to two other circuits (dry) due to overstress damage.

Event description:
Additional information received from a healthcare professional (hcp) reported that the device was placed on (B)(6)-2015 and the post-op visit was in (B)(6)-2015 and impedances were within normal limits. The cause of the issues was unknown. There was an office visit on (B)(6)-2015 and impedances were >4000 on lead 0 and the patient was positive for urinary tract infections (uti). The patient was using lead 0 and symptoms were improved after programs were changed. The uti was treated with antibiotics. It was noted that the patient had a history of recurrent uti¿s on the first visit on (B)(6)-2013, then (B)(6)--2014, (B)(6)-2015. The uti¿s were related to the patient¿s underlying medical condition. During a visit in (B)(6), she had symptoms including nighttime wetting (usually dry), increased daytime urgency and incontinence, abdominal pain, and dysuria. Prior to the uti she was still having incontinence and urgency, better then prior to being placed but not a huge difference. There were no large volume accidents unless there was a uti. She still had small volume leaks daily even after the device was implanted. The patient was voiding 7-9 times a day and woke once a night to void, which was accompanied by urgency to void. The urgency was unchanged since device placement. Her incontinence got worse in (B)(6), had a uti and changed programs and now the incontinence was improved. The current incontinence was ¿a little¿ better than pre-device placement. The patient had used all four programs since their last device evaluation. The patient¿s mother reported that she they turned the programs up too much the patient would feel stimulation in the feet. They usually waited about 3-4 days before trying a new program. The patient felt the pulse in her ¿bicycle seat area¿ but on (B)(6)-2015 she did not feel it. They had been on the current setting the past 3-4 weeks and that seemed to be helping a little (still incontinent but less). The device was over the left buttock, lower back side benign. The edges were together, no tenderness to palpation. Her program #2 was set to 0-, 1-, 3+ and impedance with lead 0>4000. The doctor was able to reprogram 4 different settings staying away from lead 0. No stimulation or discomfort was felt after 3 different impedance checks. The patient preferred program #1 after the adjustments, 3-, 2+, at a lower amplitude of 1.8. All new programs were felt at a lower amplitude than what was noted upon initial evaluation, which was 3.8 initially. They were going to assess how the patient responded to these new settings. The following day on (B)(6)-2015 it was noted that the urine culture grew e. Coli. The patient had frequency and dysuria and fever for 2 days. The incontinence symptoms improved to ¿better than ever¿ per the mother. They returned to the clinic on (B)(6)-2016 as over the past few weeks her symptoms of incontinence had returned and she could no longer feel the stimulation. They were wondering if the device was now completely broken. It appeared that the lead was broken and they reviewed the options of replacing the device or restarting the anticholinergic medications. The patient was very that she didn¿t want to go back to taking the medications.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0wb4t, implanted: (B)(6) 2015, explanted: (B)(6) 2016. Product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a consumer via manufacturer representative (rep) and healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient's symptoms of incontinence had returned and the patient was not feeling stimulation on any electrode pairings. The hcp reported they implanted the device on (B)(6) 2015 to help with the patient's dysfunctional voiding; the patient showed improvement with their incontinence, however in (B)(6) 2015 they had developed an increase in their incontinence. At the appointment it was noted that some of the lead pairings on the device did not work properly and their programs were adjusted accordingly so they could once again feel stim and their symptoms improved. The patient returned to the clinic as over the past few weeks their incontinence had returned and they could no longer feel stim on any of the four programs, even when turned up to 6 with no success. The hcp noted impedances of greater than 4,000 ohms on all electrode combinations, except c<(>&<)>3 (800 ohms), indicating a break in the system. They were wondering if the device was now completely broken. The patient had their system replaced and the issue was reported to have been resolved. The hcp noted the patient had a history of proteinuria and had an appointment next week with their nephrologist. The patient was also diagnosed with a urinary tract infection (uti) in (B)(6) 2016 with symptoms including urgency, frequency, and night time wetting.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.